Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on (B)(4) 2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Following pre-dilation with a 2.5x20mm non-bsc balloon, a 2.50x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.5x40mm non-bsc stent. No patient complications were reported. However, returned device analysis revealed stent damage. Synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.